Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was trying to give herself some insulin but the numbers were cycling on the insulin pump. Customer stated that every now and then it will pop up a button error alarm. Customer remembers pressing the up button when the numbers were cycling. Customer stated that she was out in the heat. Customer's blood glucose was 200 mg/dl at the time of the incident but before she got home to treat with her back-up plan of injections, her blood glucose was 450 mg/dl. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during our testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. No numbers scrolling or cycling during testing noted. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.